Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The testing of device could not duplicate the malfunction. Device was put through extensive testing which included bench handling, power cycling and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of device logs indicated the batteries were close to the end of its life span which can contribute to no power up. The logs also indicates that the device recognized "new batteries" and also passed the battery installation test. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.